Manufacturer narrative:
(B)(4). Date sent: 6/21/2024 d4: batch # 661c37 additional event information no change in procedure. ·the device was checked, and there was evidence of a slight staple needle strike on the two thirds of one side where the staple driver had not been raised. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with a battery installed and no apparent damage with a gst60b reload loaded in the device. During the visual inspection, body fluids and staples were found in the jaw. No damages were found in the knife edge and also b-formed staples, body fluids and cartridge debris were observed. Additionally, the reload was received with the left side fully fired and the right side partially fired 1/3. Upon evaluation of the reload, the reload body, one-piece sled, and some drivers were noted to be damaged. Obvious damage to the reload deck was noted and in this area, b formed staples, and malformed staples remained on the staple drivers were observed, which suggests the reload, may have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number reload 661c37, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number device 832c00, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic right hemicolectomy, feea reconstruction at 1st and 2nd firing psee60a+gst60b used. At 3rd firing against the intestinal lumen, the device could be fired without any discomfort gst60b used. After opening the jaws, the knife moved to the end, but was not stapled (staple driver not raised) beyond one-third from one side/root of the cartridge. The staple line on the other side had been stapled and staple formation had been completed. The lumen was then reconstructed and the common foramen was closed by hand stitching. Additional hand suture was performed to complete the case. There were no adverse consequences to the patient.